Manufacturer narrative:
E1 - initial reporter establishment name:(B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image distortion when connected to the main body during a therapeutic laparoscopy. The procedure was completed with an olympus back up device. There no reports of patient harm.